Manufacturer narrative:
We suspect that the mentioned deviations are usage related e.g. Due to a fall or impact damage. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern.due to the current deviation and according rationale, the root cause of the problem is most probably usage related.

Event description:
Occurred during surgery. Type of surgery still unknown. No patient injury, no surgery delay.

Manufacturer narrative:
Investigation results: visual investigation: slight impact marks on the cutting edges and surface could be found. Furthermore, the cutting roller guides are shifted. One housing screw is deformed and the fixing screws on the hinges are loose. During the function test and after adjusting the housing screw ba720204 no functional deviation was found. The cutting function was good and even. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. (B)(4).

Event description:
It was reported that there was an issue with a skin graft mesher . According to the complaint description the customer claims bad cutting of the device. Up to now the patient harm is unknown. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).